Event description:
The customer alleged that after an 840 ventilator was placed on a patient, it was noted that the device was not delivering the selected tidal volume. The patient was removed from the ventilator, manually resuscitated before being placed on a second ventilator. A nellcor puritan bennett customer support engineer (cse) inspected the device and verified the unit was auto-cycling. Customer support engineer replaced the analog interface pcb. The unit passed extended self testing. The patient was not harmed or injured by this event.